Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. It was reported that the device is not expected to be returned for analysis. Lot traceability was not provided; therefore, the device history records for the guidewire could not be reviewed. A combination of patient and procedural factors appear to have caused or contributed to this incident. Review of the directions for use notes the reported event as a potential adverse event associated with the tavi/tavr procedure. Should additional information be provided or the device returned for analysis a follow-up medwatch report will be filed.

Event description:
During the index procedure, a safari guide wire was introduced through the femoral access site and was positioned in the left ventricle. Subsequently, the subject developed transient complete heart block, but was hemodynamically stable. The lotus edge valve was deployed successfully. Temporary pacing wire was left in-situ for on-demand pacing. Post index procedure ECG revealed a-v dissociation, st -t segment changes in inferior leads and possible right ventricular hypertrophy. Two days after the index procedure, a new permanent cardiac pacemaker was implanted. Eight days post procedure the subject was discharged on aspirin.